Event description:
It was reported when using the pyxis medstation es system that there was an issue with patient data that was not showing up in pyxis for medication administration. The customer reported unable to remove the medication and admitted her to pyxis as temporary. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the user. The technical service engineer explained that there wasn't any information sent about that and the patient was discharged already. The system functioned as intended after the technical service engineer troubleshooted the device.